Manufacturer narrative:
Follow-up correction: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. D9, h3, h6- remove codes 4114, 3221 and 67 add codes 4118, 3233 and 11, update h10 d9, h3, h6- remove codes 4114, 3221 and 67 add codes 4118, 3233 and 11, update h10.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high", specific value was not given. Cause was not known. A manual injection was delivered to address bg. Reportedly, the customer required assistance from her boyfriend who assisted getting her water, medicine and bg meter reading. The customer reverted to manual injections for insulin therapy.